Event description:
When our state began requiring masks, I avoided them as much as possible. I had to wear one to take my son to the dentist. Within 20 minutes of wearing a mask, I was light headed and short of breath. I then got a terrible headache. This happened each time I was forced to wear a mask. FDA safety report ID # (B)(4).